Event description:
It was reported the the wake button "does not turn on as good as usual". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.